Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
Customer reported that insulin pump was taking too long to rewind. Customer was also experiencing no delivery. Customer reported that she was using her fingers to prime, and was advised against doing that. Insulin pump passed displacement test and self-test. Customer's blood glucose was 433 mg/dl, which was treated with manual injection. Customer did not feel comfortable with insulin pump and requested for pump to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.